Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not working due to a battery problem. A battery replacement was requested. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Per further investigation, the customer was advised that if the equipment was packed unused in storage with a battery that was no longer new, it is normal that the battery has lost its charging capacity. Specific instructions for maintaining the life of batteries as noted in the device's manual specify that they should not be packed without a charge cycle in a certain period of time. The investigation is ongoing.